Event description:
A pt undergoing v.a.c. Therapy for treatment of a sacral decubitis ulcer at home was hospitalized, apparently for unrelated reasons. It was reported that the dressing remained intact over the wound and was unchanged for 12 days. When the dressing was removed, the wound had abscessed.